Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The initial result from the e801 module was 818 pg/ml. This result was reported outside of the laboratory where medical personnel stated the result did not match the patient¿s clinical condition. On (B)(6) 2022 the sample was repeated on an e411 analyzer with a result of 8.80 pg/ml. The sample was repeated on the e801 module with a result of 11 pg/ml. The troponin t hs reagent lot number was 501377; the expiration date was not provided.

Manufacturer narrative:
The troponin t hs reagent expiration date was 30-apr-2022. Calibration and qc were acceptable and do not suggest a problem with the reagent or instrument. Photos of the sample do not indicate any issues with sample quality. No issues were identified during a review of the alarm trace data. Based on the data provided, the cause of the event could not be determined. A general reagent issue can be excluded. The investigation did not identify a product problem.